Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was not reported. On the same day as the peritonitis diagnosis, the patient was hospitalized and treated with unspecified antibiotics (ongoing) for peritonitis. At the time of this report, the patient remains hospitalized and was recovering from the peritonitis event. No additional information was available.